Event description:
A physician attempted to use a turbohawk plus s atherectomy device with a 6fr non-medtronic sheath and a .014 non-medtronic guidewire during treatment of a calcified lesion in the patients right mid common iliac artery. Moderate vessel tortuosity was reported. Artery diameter reported as 8mm. There were no abnormalities reported in relation to anatomy. Therewas no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre-dilated with a 3x150 nanocross balloon. The vessel was post-dilated with a 6x200 nanocross balloon. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. Tip detachment during the procedure was reported. The guidewire lumen was not torn/ripped. The non-medtronic sheath and guidewire prolapsed into aorta when trying to remove device and turbohawk device got stuck. Physician tugged and turbohawk nosecone broke leading to tip detachment. A snare was used to remove detached component. The device was safely removed from the patient. Procedure was finished and aborted. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a visual inspection showed that the tip detached from the housing distal to the anchor pockets. The detached tip was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.